Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that during a rcr procedure, the tip of the scorpion needle, ar-13555n, broke off in the cuff. No additional information provided. Details requested. Additional information provided 12/17/19: the tip of the needle was unable to be retrieved from the joint. The scorpion jaws securely clamped on the tissue during the suture passing. The surgeon was able to use this needle for a total of 9-10 passes before the tip broke. The needle was not dry-fired at all prior to use in surgery. The case was completed with a second needle without further incident.